Manufacturer narrative:
A supplemental report is being submitted for additional event details. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2023 / serial or lot#: (B)(6), UDI #:(B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-jan-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2023 / serial or lot#: (B)(6), UDI #:(B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-jan-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2023 / serial or lot#: (B)(6), UDI #:(B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 15-sep-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2023 / serial or lot#: (B)(6), UDI #:(B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-sep-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2023 / serial or lot#: (B)(6), UDI #:(B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-sep-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: 30-sep-2023. D9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2022 / serial or lot#: (B)(6), UDI #:(B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 09-feb-2021 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a total of six batteries exhibited power disconnect alarms and a seventh battery exhibited an erroneous critical battery alarm when the battery capacity was at 96%. It was further reported that the controller was thought to be the source of the alarms. Eight batteries were removed from service and the controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event additional products: d1. Battery d4. (B)(6). D9: yes, return date: 27-july-2023. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. D1. Battery d4. (B)(6). D9: yes, return date: 27-july-2023. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. D1. Battery d4. (B)(6). D9: yes, return date: 27-july-2023. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. D1. Battery d4. (B)(6). D9: yes, return date: 27-july-2023. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. D1. Battery d4. (B)(6). D9: yes, return date: 27-july-2023. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. D1. Battery d4. (B)(6). D9: yes, return date: 04-aug-2023. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. D1: battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-sep-2023 / serial#: (B)(6). UDI #: (B)(4). D9: yes, return date: 04-aug-2023. H3: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. H4: mfg date: 29-june-2022. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ batttery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2023 / serial or lot#: (B)(6), UDI #: (B)(4) d9: no h4: mfg date: 27-jan-2022. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery exhibited an erroneous critical battery alarm when the battery capacity was at 33%. It was also reported that that battery and a second battery exhibited power disconnect alarms. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: seven (7) batteries (B)(6) were returned for evaluation. One (1) controller (B)(6) and one (1) battery (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated batteries met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal inspection of (B)(6) did not reveal any anomalies. Internal inspection of (B)(6) revealed abnormalities involving the cold solder joints on cable wires connected to the printed circuit board. The reported event could not be duplicated during bench testing; the batteries did not experience a critical battery alarm or power disconnect alarm event and were able to adequately provide power to a test controller. The observed abnormalities did not affect the functionality of the devices and are additional findings not related to the reported event. The most likely root cause of the observed cold solder abnormalities event can be attributed to improper assembly during the manufacturing process. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of the alarm log file revealed two (2) critical battery alarms were logged involving (B)(6) due to communication errors; during the communication errors, the batteries had 33% relative state of charge (rsoc) and 96% rsoc, respectively. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; review of the data log file revealed several instances involving (B)(6), where the batteries¿ rsoc values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported event was confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and the batteries. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 27-july-2023 h3: yes dev rtn to MFR? Yes d1: battery d4:(B)(6) d9: yes, return date: 27-july-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 27-july-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 27-july-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 04-aug-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) d9: yes, return date: 04-aug-2023 h3: yes dev rtn to MFR? Yes d1: controller d4: (B)(6) d9: yes, return date: 13-sept-2023 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.